Event description:
The educational nurse coordinator (enc) brought a kids kit to this writer and reported a nurse gave it to her because it was defective. The nurse reported to the enc that a section of tubing appeared to be leaking.  The leaky section is the coiled part of tubing held together by the white tape. The leak is around the white tape.  The tubing was from pt.